Manufacturer narrative:
Since the subject device was discarded and not returned for evaluation, the referenced phenomenon could not be confirmed. The exact cause of the user's report could not be conclusively determined. As a result of the checking the manufacturing record of the lot for a year in the past from the purchased date due to the unknown lot, nothing abnormal was detected. Based on the similar case in the past, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing hard stone which size was about 1cm in the bile duct, the doctor could not crush it. The doctor attempted to crush it with the emergency handle (B)(4), but failed again, so the doctor discontinued the procedure under a condition where the basket wire remained in the patient. Eplbd was performed using a device of another company (details unknown), and the subject device was withdrawn by the grasping forceps after dilating the papilla up to around 14mm. In addition, malfunction on the emergency handle (B)(4) has not been reported. The patient is in a recovery. Eplbd=endoscopic papillary large balloon dilation.